Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Device is a combination product. Device evaluated by MFR.: promus element mr ous 2.50 x 32 mm stent delivery system (sds) was returned without the manifold. The stent was examined, and damage was noted to the distal end of the stent. The stent struts at the distal end of the stent were lifted. An undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube shaft identified a break in the strain relief at 2cm prxomal from the distal end of the strain relief. The manifold was not returned. Visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 30-33mmx2.5-2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50x32mm promus element drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when the device was removed, it was noted that the end portion of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 30-33mmxx2.5-2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50x32mm promus element drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when the device was removed, it was noted that the end portion of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.